Event description:
On 27th july 2023 getinge became aware of an issue with one of our screen holders. As it was stated and confirmed with the photographic evidence, the holder separated out the weld. As a result the monitor was hanging only on the cables creating a risk of fall. There was no injury reported, however, we decided to report the issue in abundance of caution as detachment of monitor may lead to serious injury in case of event reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 event site name: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 27th july 2023 getinge became aware of an issue with one of our screen holders - xhs0. As it was stated and confirmed with the photographic evidence, the holder separated out the weld. As a result, the monitor was hanging only on the cables creating a risk of fall. There was no injury reported, however, we decided to report the issue in abundance of caution as detachment of monitor may led to serious injury in case of event reoccurrence.

Manufacturer narrative:
The correction of d4 brand name, catalog, version or model # and d4 serial and h4 manufacture date, b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous d4 brand name # screen holder. Corrected d4 brand name # xhs0. Previous d4 catalog # ard515027999. Corrected d4 catalog # ard567712901. Previous d4 version or model # ard515027999. Corrected d4 version or model # ard567712901. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Previous h4 manufacture date: 2021-08-25. Corrected h4 manufacture date: 2021-08-26. Previous b5 describe event and problem: on 27th july 2023 getinge became aware of an issue with one of our screen holders. As it was stated and confirmed with the photographic evidence, the holder separated out the weld. As a result the monitor was hanging only on the cables creating a risk of fall. There was no injury reported, however, we decided to report the issue in abundance of caution as detachment of monitor may lead to serious injury in case of event reoccurrence. Corrected b5 describe event and problem: on 27th july 2023 getinge became aware of an issue with one of our screen holders - xhs0. As it was stated and confirmed with the photographic evidence, the holder separated out the weld. As a result the monitor was hanging only on the cables creating a risk of fall. There was no injury reported, however, we decided to report the issue in abundance of caution as detachment of monitor may lead to serious injury in case of event reoccurrence. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our screen holders ¿ xhs0. As it was stated and confirmed with the photographic evidence, the holder separated out the weld. As a result, the monitor was hanging only on the cables creating a risk of fall. There was no injury reported, however, we decided to report the issue in abundance of caution as detachment of monitor may lead to serious injury in case of event reoccurrence. It was established that when the event occurred, the surgical equipment did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert: the screen holder xhs0 broke at the weld point. All tests performed during the product project showed that this equipment is compliant with the standard 60601-1 and 60601-2-41. Those tests are described in the report re22-155. The welding is conforming to the specification. The welding itself is torn but no disbanded. Regarding this complaint the most likely root cause is an excessive torque applied directly on the monitor, probably a shock while the screen holder was on its mechanical stop. The junction at the welding was then weakened and not capable to withstand mechanical strength of a normal use. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.